Event description:
While using standard therapy within clinical mode the customer had experienced a problem switching to the next field of a pt. When the customer clicked to go to the next field the system would revert back to the first field which had already been treated.